Manufacturer narrative:
Additional information: medtronic received information that the imprecision was greater than 10 centimeters at all anatomical landmarks.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reference frame is suspected to have moved. Analysis found that the software functioned as designed.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been receive by the manufacturer for evaluation.

Event description:
A site representative reported that during bifrontal craniotomy, an inaccuracy was observed. It was reported that tracer registration passed successfully. The surgeon was inaccurate in all planes. The procedure was completed without the use of navigation. There was a no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Additional information: event details updated and clarified.

Event description:
The inaccuracy was greater than 10 centimeters at all anatomical landmarks during navigation. During registration, the accuracy was less than 2 millimeters off. After draping navigation was still accurate to under 2 millimeters. Sometime during the case the reference arm was moved, resulting in the inaccuracy and leading the site to abort navigation.